Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it was presumed that the phenomenon occurred due to adhesion of dust, because e333 error was not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus they received an e333 touch panel error on the video system center. The issue was found during preparation for use for an unknown procedure. The issue was resolved after cleaning the touch screen and did not interfere with patient care. There were no reports of patient harm.